Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and fentanyl via an implantable pump for non -malignant pain. It was reported that the patient was admitted to hospital yesterday for stroke like symptoms. The patient had an MRI (magnetic resonance imaging) scan today ((B)(6) 2021) and the patient was told to call the manufacturer to let them know. At the time of the report, it was asked if they were trying to reach a local company representative, but the patient was not sure. It was confirmed the patient was not currently hearing a pump alarm and the patient could use their personal therapy manager to bolus. It was reviewed that the healthcare provider could call for further assistance if necessary. Regarding the drugs in the pump, it was reported that they were unsure of the morphine dose/concentration and stated that the fentanyl was a "really low amount like 25mcg/day". No further patient complications have been reported as a result of this event.